Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 20mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amulet steerable delivery sheath. The delivery system was attempted to be used but then was downsized to a 12f amplatzer torqvue 45x45 delivery sheath. The amulet occluder was implanted. An abbott perclose closure device was used to close the access site. The patient remained hemodynamically stable throughout the procedure. Under an hour after the procedure, the patient had developed a hematoma in post-operative recovery at the delivery system's access site. A venous perforation of undetermined location was determined to be present. Contralateral access was obtained, and stents were placed in the femoral artery and the femoral vein in attempt to stop the bleeding. The bleeding was unable to be controlled. This vascular complication ultimately led to the patient's death. No pericardial effusion was noted.

Manufacturer narrative:
An event of hematoma immediately after the implant and patients death was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could be procedural related but cannot be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2024, a 20mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amulet steerable delivery sheath. The delivery system was attempted to be used but then was downsized to a 12f amplatzer torqvue 45x45 delivery sheath. The amulet occluder was implanted. An abbott perclose closure device was used to close the access site. The patient remained hemodynamically stable throughout the procedure. Under an hour after the procedure, the patient had developed a hematoma in post-operative recovery at the delivery system's access site. A venous perforation of undetermined location was determined to be present. Contralateral access was obtained, and stents were placed in the femoral artery and the femoral vein in attempt to stop the bleeding. The bleeding was unable to be controlled. This vascular complication ultimately led to the patient's death. No pericardial effusion was noted.